Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/10/2011 by phone, fax, and mail. A completed questionnaire has not been received. Additional information received in a follow up phone call with the surgeon on 01/10/2011. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) exchange procedure, the patient's visual acuity was initially 20/20. The patient then became progressively hyperopic. The patient had a history of a lasik procedure and had 2 diopter's of astigmatism from the lasik. The surgeon was unsure of the cause of the progressive hyperopia, but stated it could be due to the cornea changing or the lasik procedure. Additional information has been requested. There are three medical device reports associated with this event. This report is for the second patient, exchanged lens.